Event description:
I have a burn about the size of a half dollar (at least second degree, top layer of skin was completely gone) on my skin from one cell of a thermacare heat pack. The cell directly adjacent has a small minor burn.